Event description:
This pt was taken to surgery on 12/17/1998 due to non-union of a rt knee fracture. An im rod was removed broken, also broken were 2 of the 4 screws removed. The appliances were implanted during a previous surgery in another state. MFR info is not available.